Manufacturer narrative:
Correction to section h6 - adverse event problem medical device problem code from: a26 insufficient information to: a110701 loss of data.

Event description:
It was reported by the healthcare provider (hcp) the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was reportedly unable to view basal insulin indicated on total doses on the glooko report. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.